Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre 2 sensor detached from the adhesive within a day of application and therefore was unable to monitor his glucose levels. Customer experienced discomfort and had contact with his doctor who obtained a reading of 280 mg/dl on hcp meter and treated him with a rapid insulin injection an injection (unknown dose). No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.